Manufacturer narrative:
(B)(4). The device was received for evaluation. A gross visual inspection and microscopic inspection were performed and revealed a hole in the tubing of the patient line. Functional testing was performed, including leak testing, clamp-function testing, clear-passage testing, and simulated-use testing. Functional testing verified the reported issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The cause of the alarm was determined to be due to the tubing hole. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a cassette was damaged. This was found before use for peritoneal dialysis therapy. It was reported that the patient had found a hole in the tubing of the patient line near the end to which the patient would connect. There was no patient injury or medical intervention associated with this event. No additional information is available.